Event description:
Elderly male with history of coronary heart disease and a positive stress test. Procedure: elective pci (percutaneous coronary intervention). The wire was damaged when removed from packaging and not used on the patient. Manufacturer response for wire, guide, catheter, inqwire (per site reporter). Will obtain.